Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device fired malformed staples. Another device was used to complete the procedure. There was no adverse consequence to the pt.